Event description:
It was reported that on (B)(6) 2015 (tuesday) the patient's pump was filled with morphine for the first time, the following day the patient reported they got the flu. The patient was having problems urinating. The patient was directed to call their primary care physician (pcp) to make sure they were not having a urinary tract infection (uti); patient reported they were not. The patient wasn't sure if it was due to the morphine. The patient was drinking 4-5 bottles of water a day, and they would try to make themselves go to the bathroom by holding on to the counter. The patient only went to the bathroom twice a day. It was reported that it started happening last "wednesday, or thursday," when the patient was sick. The patient wasn't drinking much water during that time, was dehydrated and lost like 8 pounds "last week." Starting friday ((B)(6) 2015) the patient started feeling better and started drinking water. The last 2 days the patient started drinking 5 bottles of water a day and just couldn¿t go to the bathroom. The patient questioned if morphine was causing the problems. The patient couldn¿t take oral morphine because it made them sick; the patient has had it intravenously (IV) in the past when they had surgeries. Additional information received on (B)(6) 2015 reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).